Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) failed electrical test failure code 50. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional contact details: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing motor control pcb and problem rectified. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.